Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by sensing integrity counter (sic) and pacing impedance variation. The lead remains in use. No patient complications have been reported as a result of this event.